Event description:
It was reported that a transpac IV monitoring kit which had a broken sensor. When the patient cpv (central venous pressure) monitor was initially attached, the values were around the normal 10's, but suddenly they changed to 0~(-6). The values were still 0~(-6) after removing and re-attaching the a-line, after which they could not be displayed. Although there was patient involvement there was no reported adverse event or medical intervention required.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.